Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD), 2010 (B)(6). (B)(4).

Event description:
It was reported by remote transmission the atrial lead was under sensing and the output was high. The lead is still in use. No patient complications were reported as a result of this event.